Manufacturer narrative:
Date sent: 7/12/2007. Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unknown procedure, while pre loading the clips fell out of the side of the device. Another device was used to complete the procedure. No patient consequences were reported.